Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. A34125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chickenpox, infection of kidney and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 4 months 29 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),oophorectomy (one side removal of ovary)). Essure was removed on 16-sep-2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, cystitis, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: in insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that essure was successfully occluded. Concerning the injuries reported in this case, the following once were confirmed in patient's medical record: pelvic pain, depression; headache, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. A34125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chickenpox, infection of kidney and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 4 months 29 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, cystitis, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: in insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that essure was successfully occluded concerning the injuries reported in this case, the following once were confirmed in patient's medical record: pelvic pain, depression; headache, dysmenorrhea. Most recent follow-up information incorporated above includes: on 31-jul-2018: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (vaginal, menorrhagia), bladder infection, urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), depression and mental anguish, migraines , headaches nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, lower abdominal pain. Concomitant and historical conditions were added. Lot no was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. A34125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chickenpox, infection of kidney and ovarian cyst. Concomitant products included acetylsalicylic acid (aspirine) since (B)(6) 2017, panadiene co (tylenol #3) since 2012 and potassium since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 8 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), abdominal pain lower ("lower abdominal pain") and scar ("scar tissues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy oophorectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved, the menstrual disorder, vaginal haemorrhage and menorrhagia was resolving and the cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, abdominal pain lower and scar outcome was unknown. The reporter considered abdominal pain lower, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, scar, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: in insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 6. Date of removal reported as per pfs- (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that essure was successfully occluded then total bilateral occlusion. Concerning the injuries reported in this case, the following once were confirmed in patient's medical record: pelvic pain, depression; headache, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Concomitant drugs and lab data added. Events pain and bleeding outcome updated. Event added scar tissues. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 28-year-old female patient who had essure (batch no. A34125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chickenpox, infection of kidney, ovarian cyst and stroke. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2017, codeine phosphate;paracetamol (tylenol with codeine no.3) since 2012 and potassium since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"), 8 days after insertion of essure. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On (B)(6)2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), abdominal pain lower ("lower abdominal pain"), scar ("scar tissues") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectooopherectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved, the menstrual disorder, vaginal haemorrhage and menorrhagia was resolving and the cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, abdominal pain lower, scar and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, scar, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: in insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 6. Date of removal reported as per pfs- apr 2014. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed that essure was successfully occluded; on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following once were confirmed in patient's medical record: pelvic pain, depression; headache, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: general abnormal bleeding added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("menstruation issues") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required) and infection ("infections"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device). At the time of the report, the menstrual disorder and infection outcome was unknown. The reporter considered infection and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that essure was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.